Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: corrected field: g2 (added health care professional) a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over six (6) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause was unable to be identified. However, it is likely the e116 error was displayed due to a failure of the receiver module. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was unable to be reproduced. In addition, during the evaluation other issue found the rx module broken. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the visera 4k uhd camera control unit, had e116 error code failure. The issue was found during preparation for use prior to an unspecified diagnostic procedure. The issue was completed with a similar device without delay. There were no reports of patient harm.